Manufacturer narrative:
(B)(6).

Event description:
The customer received questionable thyroid results for one patient sample from cobas 8000 cobas e 602 module serial number (B)(4) when compared to the results from an abbott architect. The results from the cobas e602 did not correlate with patient symptom and an interference was suspected. This medwatch is for elecsys ft3. Refer to the following medwatch with patient identifier for the other assays involved: elecsys tsh assay=(B)(6). Elecsys t3 assay=(B)(6). Elecsys t4 assay=(B)(6). Elecsys ft4 assay=(B)(6). The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event.

Manufacturer narrative:
The customer provided 3 samples from the patient for investigation. The investigation found an interfering factor against steptavidin present in the patient's sample. This interference is covered in product labeling.